Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 415 mg/dl, dry mouth, vomiting, and nausea. Reportedly, customer was using humalog supplies over 48 hours. In addition, customer possibly did not deliver a large enough bolus for the amount of carbohydrates consumed, and customer inadvertently had the pump on "exercise mode," which adjusted insulin delivery. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check and pump data review by tandem technical support confirmed the pump was functioning as intended.